Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the malfunction was caused by a damaged ultrasonic probe. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device presented a black image on the screen. No additional information was provided. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
Correction to previous d4 - primary UDI number. The correct UDI number is (B)(4).